Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Found dislodged catheter from the catheter lock and the dislodged catheter migrated into the heart. The migrated catheter was found at pulmonary artery by x-ray. The migrated catheter did not seem to be broken when the x-ray check was conducted.